Event description:
Pt was following post-op therapy protocol, but during emergency gall bladder surgery the spling was removed, the implant dislocated and loosened and was then replaced with the next size larger distal component.